Manufacturer narrative:
The initial MDR 2432235-2015-00355 was filed on august 5, 2015. Additional information (2015-10-05): siemens healthcare diagnostics determined that the software issue identified is related to the advia chemistry xpt system, not the advia labcell automation system. Sections have been updated with the advia chemistry xpt product information. The customer did not provide the serial number of the advia chemistry xpt system for this event. The issue from the event is related to a remedial action reported under correction/removal reporting number (B)(4). Section has been populated with the correction/removal reporting number. Siemens healthcare diagnostics has identified issues with the advia chemistry xpt systems with software version 1.0.3 which may affect the day to day behavior and/or workflow of the system. The issues are: auto start-up failing, the calibration interval resets when a reagent blank is run, the control definition screen assumes the range defined is two standard deviation, laboratory information system communication and a laboratory automation system issue, the printer driver resets, the ion selective electrode calibration ranges are too conservative for urine sodium, the archiving and deletion maintenance activity may fail, and workstation services may restart. An urgent medical device correction (umdc) was sent to customers in the united states and an urgent field safety notice (ufsn) was sent to customers outside of the united states in october 2015. The umdc and ufsn were entitled "advia chemistry xpt systems multiple issues identified in software version 1.0.3." The umdc/ufsn explains the issues and the actions customers can take if they experience them.

Manufacturer narrative:
A siemens research and development specialist reviewed the instrument data and identified a software issue which caused the advia labcell automation system to change the work order status when the samples were retrieved from the buffer tray. The issue was corrected by removing the samples from the automation track and setting the test route to complete.

Event description:
The operator of an advia labcell automation system observed that sample tubes auto-retrieved from the buffer tray were sent back to the advia chemistry xpt instrument repeatedly. This issue prevented the advia chemistry xpt instrument from sending results of repeat testing that had been performed. There are no reports of patient intervention or adverse health consequences due to the instrument not sending results of repeat testing.